Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip was unable to be removed requiring intervention to deploy it. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 5. Although imaging was difficult with the clip delivery system (cds), the first clip was implanted. The second cds was advanced however became caught on the leaflet during grasping. The cds was unable to be removed therefore the clip was implanted on the leaflets at the location it was caught on the leaflets. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.